Manufacturer narrative:
The was not a button error alarm during testing. However, the unit had intermittent button response due to corroded express bolus, esc and act button on keypad traces. The unit had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer's blood glucose level was 453 mg/dl. The customer received a button error alarm from her insulin pump. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).